Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that 2 brush heads broke off recently. They have been using oral-b brush heads for years. No injury was reported.